Event description:
One of the components of the wichita fusion nail has fractured several months after implantation. The fracture site is just above the screw hole. Consequently the screw has backed out and is causing irritation to the pt. The screw requires removal. Currently, the pt is immobilized in a full leg cast as fusion of the joint is incomplete and the pt reports instability. Stryker reps were present at the initial implantation of the device on (B)(6) 2011. The pt had significant distal femoral and proximal tibial bone loss and was undergoing fusion of the knee joint. Correct surgical procedure was observed. The screw that has backed out of the stem component requires removal. Currently, the pt is immobilized in a full leg cast as fusion of the joint is incomplete and the pt reports instability. Revision surgery booked to remove only the loose screw.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info such as x-rays, pt details, op reports, medical notes was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #9610726-2012-00101.